Manufacturer narrative:
Product ID 3998 lot# v009471, implanted: 2006 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3708340, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37742, serial# (B)(4); product type programmer, patient product ID 37742, serial# (B)(4); product type programmer, patient product ID 37742, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient noted that they would not be walking without the implant. But now the patient also had a knee replacement three months prior and they were not using the implantable neurostimulator (ins) as much. The patient should not have gotten the knee replaced; they ¿should have just left things alone¿. The implantable neurostimulator (ins) was at an angle since replacement. The (B)(6) 2015, the manufacturer representative (rep) ¿wiped out their settings¿. The patients¿ healthcare provider (hcp) was 4.5 hours away and the (B)(6) 2014, an hcp was closer to home and they had a rep meet with the patient. They were a ¿7 year rookie¿ and messed it up so bad. The patient had to go back to get reprogrammed what they deleted. The rep saw them one day when they saw the hcp and they wiped the thing clean and started from scratch. That thing hurt so badly and it took 5 days to see them again. When the patient saw them again they had reprogrammed but it still wasn¿t right. The patient had them reprogram it because, ¿they had all the settings there¿. The patient knew the unit was difficult for anyone to program because it was position dependent. When they were sitting down it was at an angle so it didn¿t know if they were sitting or standing. It was at a slight angle at the top of their butt, at about 10 degrees. When the patient sat, it was probably about 40 degrees of 50. The patient would say that the ins seemed to get ¿confused¿ as to what position the patient was in. So the patient didn¿t even use that because, it was too confusing to set. The patient used basic stimulation, not adaptive stimulation. It was clarified that adaptive stimulation had not been used since the replacement due to the ins angle. It just didn¿t work, it sucked the battery down real fast in 8 days. The last unit the patient had they could go 7 to 8 weeks between recharging. This one was about three weeks even if they left the thing shut off. In a matter of two weeks it was dead. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient with an implantable neurostimulator (ins) for the treatment of bone and non-malignant pain. It was reported that the ins did not always work right since implant. They stated the ins was ¿very position dependent¿. They mentioned occasionally they would get the therapy ¿tuned up¿, stating the last time they met with a manufacturer representative (rep) a few months ago who ¿added a program that seemed to help, but sometimes it didn¿t and was confusing¿. The patient stated they saw a new healthcare professional (hcp) the other day who requested the patient get a dorsal ganglion stimulator and asked if the manufactured produced them. No patient complications were reported as a result of this event.